Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose level. Customer¿s blood glucose level at time of incident was 54 mg/dl and current blood glucose is 223 mg/dl. Customer treated with food and glucose tablets. Customer stated that they treated this with humalog u100 based on healthcare professional¿s guidance. Customer reported they were not wearing the pump during a medical procedure. Customer was advised to monitor the pump and call the healthcare professional for possible causes of low blood glucose values. Insulin pump will not be returned for analysis.